Manufacturer narrative:
The pad-pak was first installed on the 28th july 2010 and passed all self-tests up to the 27th september 2015. The device records multiple manual power ups of under 1 minutes duration on the 28th september 2015. No further data was recorded. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute outs recorded however multiple manual power ups were recorded on the 28th september 2015. This may indicate the user was power cycling the device or the device was switching itself on automatically and the user may have been intervening to switch the device off. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.